Event description:
The complainant reported that the patient underwent impella 5.5 axillary explant. It was reported the patient developed right arm mottling with non-dopplerable pulse. The patient was diagnosed with right subclavian thrombosis, requiring a vascular surgery consult. Subsequently, the patient underwent right axillary artery stent placement. Post-procedure, the patient was reported to have normal strength and sensation. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.